Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient mother reported that the patient experienced high blood glucose levels which was 400mg/dl and lasted for overnight which occurred on (B)(6) 2024. The patient mother also reported that there was series of occlusion alarms which required multiple site change outs at the same time at one site there was leaking inside of the plastic housing of the cannula. No further information available.